Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is no increase in complaint activity for this lot number. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the architect total b-hcg assay. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 67166ud00.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. The following results were provided: on (B)(6) 2025, sid (B)(6) = 329.72 / repeat was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. The following results were provided: on (B)(6) 2025, sid (B)(6) = 329.72 / repeat was negative. No impact to patient management was reported.